Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the ultrasound power was weak and it did not oscillate during a cataract with intraocular lens implant (iol). The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
This is to report that this event is a duplicate of another file with an MDR and smdr already submitted. The original file from which this is a duplicate was originally submitted under manufacturers report number 2028159-2019-01016. The manufacturer internal reference number is: (B)(4).